Event description:
The pt received his scs system consisting of an ipg, paddle lead, and 2 extensions on (B) (6) 2009. It was reported that on (B) (6) 2009, the pt was not receiving stimulation at the maximum amplitude setting. The programmer indicated that the ipg was fully charged. During the revision procedure on (B) (6) 2009, the physician noted one extension pulled out of the ipg header twice. That extension was not looped at the ipg site. The physician replaced the ipg and the 2 extensions. F/u on the pt found that he is doing well and receiving stimulation.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead extension has all wires broken in the header and shows signs of twisting. Functional testing failed due to broken wires. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.